Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller stated the device failsafe system did not alert the user that cartridge was empty and action was required to continue insulin delivery. The user had very high blood glucose until the cartridge was replaced. No adverse event alleged. A request was made for the return of the device.